Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown hip shell cat#: unk, lot#: unk, unknown hip liner cat#: unk, lot#: unk , unknown hip head cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00165, 0001822565 - 2019 - 00166, 0001822565 - 2019 - 00167, 0001822565 - 2019 - 00168. Product remains implanted.

Event description:
It was reported the patient underwent  a hip procedure on an unknown date. Subsequently it has been reported that patient is facing some unknown issues post initial surgery. Attempts have been made and no further information has been provided.